Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported broken drivers during a l3-5 posterior lumbar fusion (plf) procedure. The surgeon cross-threaded the closure top and the final driver broke. The surgeon used the 2nd final driver and it did the same thing. The surgeon struggled with muscle tissue to attain proper alignment for the closure tops and in the process of torque tightening he sheared the tips of 2 t27 final drivers. The surgeon chose to use the same closure tops and properly tightened using a 3rd final driver after realigning the closure top. All sheared pieces were retained and discarded.

Manufacturer narrative:
The returned drivers were examined. The tips on both were found to have sheared off. The complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. The cause of this event is being investigated via CAPA.